Event description:
A pt reported blood glucose results of 10.3 and 22.4mmol/l with a lifescan meter, performed within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20 percent and/or <20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.